Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Explanting physician reported spontaneous right side device rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Double capsule: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Local reaction: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that during explant surgery a "massive seroma (200 cc) late in patient's right breast" was observed and "furthermore, the right breast prosthesis was not broken as indicated by ultrasound but wrapped in a double periprosthetic capsule" with capsular contracture, baker grade unknown. Healthcare professional also reported right side "fibrous tissue with inflammatory foci (lymphomonocytic)" and "filamentous material including small lymphocytes". The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician further confirmed that during explant surgery a "massive seroma (200 cc) late in patient's right breast" was observed and "furthermore, the right breast prosthesis was not broken as indicated by ultrasound but wrapped in a double periprosthetic capsule" with capsular contracture, baker grade unknown. The device has been explanted and replaced. Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.